Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a hole in the balloon was noted. The 80% stenotic lesion was located in the mildly tortuous and mildly calcified distal superficial femoral artery. The physician advanced the 4.0-20, 80 wanda balloon to the lesion without any resistance and during pressurization the balloon failed to inflate. Blood came back to the hub through the catheter lumen. The procedure was completed with another 4.0-20, 80 wanda balloon. No patient complications were reported and the patient's status is stable. The physician believes there was a hole in the balloon prior to use. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).